Event description:
It was reported that the patient was exhibiting an infection due to the implantable cardiac monitor (icm). The icm was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.